Event description:
Event was reported to (B)(4) by an attorney. The pt has suffered chronic pelvic and vaginal pain, stress urinary incontinence, urinary and vaginal infections, abnormal vaginal odor, pain during intercourse, and the need for additional surgery. No further info has been provided.